Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited loss of left ventricular capture due to inappropriate programming. Programming changes were made. There were no patient consequences.